Event description:
A hospital consignee reports that three blood components, each prepared from a whole blood unit collected in a "double" bag set, were coming apart at the seams. There have been no other problems reported concerning the companion products prepared from each of these whole blood units.